Event description:
It was reported that the patient went in for generator replacement surgery. During surgery, high impedance was received twice. Generator was replaced, but lead revision surgery was not completed that day. The lead was later replaced on (B)(6) 2011. Attempts for further information and product return have been unsuccessful to date.

Event description:
The explanted lead was returned to the manufacturer and underwent analysis. During the visual analysis of the returned 459 mm portion the connector pin quadfilar coil appeared to be broken approximately 2.5 mm and at approximately 3 mm from the end of the electrode bifurcation. Scanning electron microscopy was performed and identified the area as being mechanically damaged and pitted which prevented identification of the coil fracture type. It is believed that stimulation was present for a certain period of time as evidenced by the presence of metal pitting. No other anomalies were noted with the device. Note that since the electrode section was not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.